Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2015. Customer had diabetic ketoacidosis and is still in the hospital. Customer's blood glucose level was 16.1 mmol/l. Troubleshooting was performed and the customer reported that the insulin did exit the tubing. Customer stated that the tubing looks normal. Customer did not find a leak. Customer's pump settings were reviewed and customer verified bolus history was accurate. Customer will be sent a tubing clamp to complete troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.